Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the patient has not used the implantable neurostimulator (ins) in over a year. About a year ago when the patient was recharging the ins he was "getting extreme heat and burning in his back" so he stopped using the ins. The patient described it as being "painful and a burning sensation".